Event description:
It was reported that there was a scale marking issue with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: no measurement indicator on 1ml luer-lok syringe.

Manufacturer narrative:
H.6. Investigation: one loose 1ml ll syringe was received and evaluated. The barrel was completely blank with no printed scale markings. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing print defect is associated with the marking process.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a scale marking issue with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: no measurement indicator on 1ml luer-lok syringe.